Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (abb tactile changes w/moisture) issue. The reporter alleged the audio bolus button was under responsive, and moisture was behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: on investigation, the audio bolus button issue was not duplicated; there was moisture confirmed behind the display lens as well as inside the pump due to a moisture leak at the site of a battery compartment crack.